Manufacturer narrative:
The report of consistent elevation in pump power values greater than 10 watts was confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-00613 for the report of the patient's history of pump power elevations. (B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing pump power spikes up to 14 watts and had a history of pump power elevations. The patient¿s urine was clear yellow and their hemoglobin and hematocrit was 11.0 g/dl and 35.5% respectively. The patient¿s lactate dehydrogenase was 315 u/l which was reportedly fine. It was reported that the patient was asymptomatic and would be watched. Log files reviewed by the manufacturer's technical services representative revealed that there were constant power elevations greater than 10 watts and a decrease in the average pulsatility index over time. No additional information was provided.